Manufacturer narrative:
One 7.0mm cuffed tracheostomy tube was returned for investigation. The returned device was received inside a plastic bag without its original packaging. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. During visual inspection, a 0.5mm long tear was observed on the device cuff. Tracheostomy tubes are leak checked prior to device shipment. If a leak were present prior to shipment it would have been detected and the device would have been rejected. Investigation determined that the root cause of the tear was due to the device being used in a manner inconsistent with the device instructions for use.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a tracheostomy tube was leaking. The patient had an open stoma that had not required a tracheostomy tube for "awhile", prior to the patient experiencing an urgent mucus plug. Emergently, an untested tracheostomy tube was inserted to provide a working airway. Once the blue line ultra tracheostomy tube was inserted, they noticed a leaking cuff. The tracheostomy tube was removed and another tracheostomy tube was placed. The physician stated that there was no resistance or possible sharpness experienced during insertion. The patient experienced no adverse health outcomes as a result of this event.